Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and seizure. The customer reportedly was able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 68 mg/dl on the adc device was compared to a reading of 230 mg/dl on a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 9 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.